Manufacturer narrative:
Investigation in progress. Device remain implanted.

Event description:
The sales rep reported that an expired product has been implanted inadvertently on (B)(6) 2018. Expiration date of implant was (B)(6) 2018.

Manufacturer narrative:
This is a product inquiry and not an actual failure of the product. Based on the inspection of the manufacturing records and per, there was no packaging or manufacturing issue. Package insert includes the labeling limitation. Expiration date of sterility was clearly mentioned on the box, which is 2018-04. The package insert are verified per product inspection plan, and the expiration date is printed on the outer package. The user proceeded to implant the device despite that it was expired. Device history records were reviewed for the component part number 06-101-02061, lot number 62338996, and no deviations or anomalies were found. Memo attached within etq record to explain the packaging shelf life. Memo sent to the sales rep. Should additional information be obtained to further this investigation, this report shall be updated. Attachment: product complaint (B)(4).

Event description:
The sales rep reported that an expired product has been implanted inadvertently. The customer asked if we can provide a document which states that the implant even if it was expired was still safe and sterile.